Event description:
It was reported that five years before the report, the pt experienced a stroke as a result of the drug infusion so the pump therapy was stopped. The specific drugs used were not reported. The pt had recently relocated. Considerations were underway with a new pain physician to restart intrathecal therapy again. The drug previously contained in the pt's pump was unknown. As of the date of the report, the pt had not had drug in the pump for a long period of time. Nothing was supposedly in the pump at the time of the report. It was recommended that a rotor/dye study be completed when the pt is seen by the doctor in order to test integrity of his pump. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).